Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the cartridge tubing during the load fill tubing process. Reportedly, the customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 157 mg/dl.